Manufacturer narrative:
Follow up #2 10/17/2016 device evaluation: the pump has been returned to animas and evaluated on 09/27/2016 with the following findings: loss of prime warnings were observed in the black box where the force reading did not reach zero. During the load step, the pump failed to recognize the cartridge. A force sensor calibration test revealed that the force sensor was not detecting the correct force. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (prime issue). There was no indication this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the issue.

Manufacturer narrative:
Follow-up #1; date of submission: 09/14/2016.